Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) and the programmer could not communicate with each other. None of the ins settings were known and there were no known causes. The possibility of insufficient charge of the communicator was considered, but remaining power was enough. The patient had an appointment on site on (B)(6) 2021. The issue was not resolved.